Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient spoke to the manufacturer representative (rep) because¿ she can¿t get it tweaked where it¿s working right¿. Patient clarified that she had return of bladder symptoms and the device was not providing relief like it did before. Patient also reported she felt like ¿a shocking sensation¿ at the implant site every once and a while. There was no fall or trauma related to the event. Patient was redirected to the healthcare provider (hcp) to have the device checked. There were no further complications that have been reported as a result of this event.